Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the legal manufacture's final investigation. Based on the results of the investigation, it was presumed from confirmation that the white powdery foreign material was confirmed as organic silicone which was originated from chemical such as anti-foaming agent, not originated from endoscopes. The event may have occurred by insufficient precleaning and/or rinsing, the product was not properly dried by detaching all valves etc. In storage, or the like. However, the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign matter attached to objective lens surface. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material was detected at the air / water nozzle. Based on the results of the investigation, the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.